Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 420 mg/dl and 188 mg/dl, 361 mg/dl and 171 mg/dl. The comparisons were performed on different dates. Customer administered unspecified insulin based on low values. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to baxter (B)(4) that an intermate lv100 was leaking from the winged luer cap before use. The device was filled with a solution of 90 milligrams pamidronate in 250 milliliters 0.9% nacl when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
The event occurred in (B) (6).